Event description:
The ceramic insert broke upon insertion. No harm to the pt or significant delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.